Manufacturer narrative:
Submit date: 07/25/2016. The actual sample involved in the reported incident was not returned for evaluations. No additional information, pictures or videos were received. Since no sample was returned for examination, it was not possible to evaluate it as part of a comprehensive failure investigation. Since the lot number information was not provided, a manufacturing device history record (DHR) review or product and process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. No sample or additional information was received for testing and investigation. If the sample is returned in the future, this complaint will be re-opened for further investigation. The available information was analyzed and it did not allow confirming a root cause for the event, the possible causes for the failure were identified. The following potential causes were identified: operator inattention, too little glue used or too much glue used, user excessive force or jerking motion, malfunction inspection not performed, or defective material. No corrective or preventive actions are deemed necessary at this time. Refer to the documentation attached. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant and are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer stated a (B)(6) year old male patient had a catheter placed on (B)(6) 2016 into the right jugular internal vein. On (B)(6) 2016, the catheter migrated out of the patient. The catheter was still in place but the cuff was outside the vein. It had slid out a little bit, but not totally. The catheter was replaced. The customer also stated that there were no difficulties when placing catheter and the placement was completed without cortisone medication. It was also stated that as a general practice they normally moisten the cuff so it would adhere better.